Event description:
It was reported by the patient representative that one day post implant procedure they have noticed that the patient had some issues with the heart rhythm after the cardiac resynchronization therapy pacemaker (crt-p) was adjusted. The rhythm issues went away and then started again when they got home. Reprogramming was done again, and the device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.